Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced universal surgical manipulator (usm) 3 to resolve the issue. The system was tested and verified as ready for use. Isi did not yet receive a da vinci product involved with this complaint to perform failure analysis. The complaint was confirmed based on the field evaluation. The probable root cause is attributed to a component failure within the usm. The probable root cause of error 32056 is attributed to a communication issue in the inter-integrated circuit (i2c). This issue can be resolved by troubleshooting measures, such as pressing the ¿recover¿ button, disabling the boom and cart drive, or restarting the system to continue.

Event description:
It was reported that during a da vinci-assisted surgical cervical lymphadenectomy procedure, the customer informed the technical service engineer (tse) that the system is experiencing a failure in universal surgical manipulator (usm) 3 at the start of system use. Despite attempts to resolve the issue, the malfunction persisted. The procedure was completed robotically, but only 3 arms were used. Arm 3 is displaying error 32056. The procedure was completed with no reported injury.